Event description:
The manufacturer was contacted in reference to a bipap pro biflex device. The spouse of the patient reported the patient expired. The reporter stated the patient did not pass away due to use of the CPAP device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer reported information in reference to a bipap pro biflex device. The spouse of the patient reported the patient expired. The reporter stated the patient did not pass away due to use of the CPAP device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Update: manufacturing information tab: section h: type of reported complaint updated from "product problem" to "death".

Manufacturer narrative:
The device was returned to a third party service center for evaluation. During evaluation, the service technician observed there was no evidence of foam particles in the device. The device was contaminated with dust, and error code 53 (indicating an issue with the pca) was found in the device log history. Additionally, an email dated 10/24/2025 from philips pcms patient interaction team sleep and respiratory care USA contained information from the spouse of the patient stating the patient did not pass away due to use of the CPAP device. The device was scrapped. Updated: manufacturing tab: section h: evaluation method code grid updated. Evaluation results code grid updated. Component code grid updated. Conclusion code grid updated.